Manufacturer narrative:
Additional information provided: h.4

Event description:
It was reported that patient was able to administer multiple bolus with no lockout from the 8120.there was no harm to patient.

Manufacturer narrative:
Patient information requested but not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that patient was able to administer multiple bolus with no lockout from the 8120. There was no harm to patient.